Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported by the sales representative (B)(6) that the patient had pain while treating the bhs. The customer service representative called the patient for details but had to leave a voicemail for a return call. No product was shipped. No return noted.